Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of unknown and the customer reported that the insulin pump had a blank display. The customer reported that the insulin pump was exposed to fluid. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was treated with intravenous insulin, saline. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.